Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found the distal temperature probe port open without a plug. The ventilator passed self testing.

Event description:
Report received that, during patient use, an 840 ventilator became inoperable. No information is available regarding the patient being transferred to another ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.